Manufacturer narrative:
(B)(4). Incision needed to remove broken piece from the pt's nose. Suture required to close the wound. Eval completed. The instrument was visually inspected. The tip was found to be broken. Markings on the instrument indicated it was at least 20 years old. The instrument had incorrect shape to the cutting edge, and the finish indicated it was repaired and refinished by someone other than storz/bausch + lomb.

Event description:
Medwatch form 3500a received from the FDA, reported the tip of the guarded osteotome broke off in the pt's right nare during the procedure. Add'l info from risk management confirms there was an incision made at the top of the pt's nose to retrieve the broken piece. The incision required suture to close the wound. The pt has recovered and doing fine.